Event description:
The lay user/pt contacted lifescan on november 26, 2007, and alleged that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported the inaccuracy issue began on five days earlier. As a result of the reported issue, she took an increased dose of diabetes medication, 10 units of regular insulin in addition to lantus insulin. After the issue began, emergency services were called and the ER/hospital meter result was 21 mg/dl. The pt was treated with IV fluids. It is not clear why the pt sought medical intervention, as the pt denied symptoms and did not provide much detail in the initial call. The pt reported a comparison where she obtained a result of 198 mg/dl on the subject meter compared to a lab result of 99 mg/dl obtained within 10 minutes of each other. This comparison fell outside of lifescan's specification for comparison of meter to lab results. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl), and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. She was walked through a control solution test, which passed within range, indicating the meter and test strips are performing as per specification. This complaint is being reported, because the pt alleged she administered insulin as a result of the high result and experienced hypoglycemia. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.